Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to urinary retention. The aus device was originally implanted in early (B)(6) 2020 with a 3.5cm cuff.